Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported upstream occlusion sensor not detecting. The device passed occlusion testing. During eval, access to the reported symptom was temporarily unavailable which led to an inadvertent calibration altering the as-rec'd condition of the pump and preventing further investigation. The upstream sensor was replaced as it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum infusion pump has an upstream occlusion sensor not detecting. It was also reported that there was no pt injury.